Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00571. The hospital discarded the device.

Event description:
The patient was undergoing thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter and a penumbra system 3max reperfusion catheter. The physician advanced a 5max ace catheter over the 3max catheter to the target vessel and then attempted to withdraw the 3max catheter. Upon retraction, the 3max catheter and the guide wire became stuck in the 5max ace catheter. All devices were removed together and the 3max catheter was found to be ovalized. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.